Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Thrombectomy device, it encountered resistance and then separated from the delivery wire. The clot was reported to have been in the a2. The support catheter was in the cervical internal carotid artery (ica), as the mechanical thrombectomy device was being retrieved through the ica and petrous segment resistance was felt and then immediately no resistance was felt. Under fluoroscopy, it was realized that the mechanical thrombectomy device had separated from the delivery wire and was left within the vessel. The device and the clot were not removed, and the vessel occluded. The patient's prognosis was reported as not good.